Event description:
It was reported that an ilet user experienced multiple consecutive stalled motor and occlusion alerts, alongside hyperglycemia with a reported blood glucose of 337 mg/dl that later returned to range; the user performed a supply change and used an inset 23-inch infusion set, and a dry run up to 80 units produced no alerts before a new cartridge and connector were inserted with visible drops and reconnection achieved. Customer care provided guided troubleshooting, and functional checks via a dry run. Investigation of this case revealed no replication of the alerts after supply replacement and successful delivery during the dry run. Symptoms included anxiety associated with hyperglycemia. Outcomes included no injury, no medical intervention and resolution after supply replacement. It was concluded that the cause of the hyperglycemia and alerts was unclear, with no evidence of device malfunction after the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.